Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a gradual increase in atrial lead impedance over the last 18 months. The lead remains in use and will continue to be monitored in future. No patient complications have been reported as a result of this event.